Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an intermittent keypad anomaly and also had an audio anomaly. The customer¿s blood glucose during the incident was 10 mmol/l. The device was not making any sound when alarming. It was reported that even the audio notification were out. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needs to be replaced. The device will not be returned for analysis.